Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump battery. Another cable was used and pump battery was charged. Blood glucose was 182 mg/dl.